Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the lead migrated. The patient underwent a revision procedure wherein the lead were repositioned. The patient was doing well postoperatively and the lead remain implanted and in use.